Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the leads was explanted and replaced while the second lead was left in place to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22210. It was reported that the patient's leads had migrated. Surgical intervention may be pending to resolve the issue.